Event description:
Customer reported leak where tubing connects to a harder plastic area, above the pump, either at the upper fitment or at a y-site. There was no pt harm. No additional info was available.

Manufacturer narrative:
(B)(4). The facility indicated the set was not saved. The lot number was not identified, therefore, lot history record review could not be performed.